Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 3.50mm x 20mm veriflex stent was unable to cross the lesion. A piece of stent strut was sticking out. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).